Event description:
It was reported that the patient underwent an initial total shoulder arthroplasty on the right side. Subsequently, the patient experienced instability of the joint. The follow up visit confirmed that the implant tension was insufficient. As a result, the patient had a revision to improve stability and laxity of the prostheses. Patient was last known to be in stable condition following the event. No further information available.

Manufacturer narrative:
D10: 320-10-00 - equi rev tray adapter plate tray +0: b271781. 320-20-00 - eq rev torq defining screw kit: b540360. 320-38-00 - equi reve 38mm humeral liner +0: b216675. 320-01-38 - equi rev 38mm glenosphere: b271586. The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/technique. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.